Manufacturer narrative:
Section a2, a3a, a3b, a4, and a5: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the device. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the device. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was improperly loaded. There was no patient contact with the device as the issue was detected prior to the lens coming into contact with the patient. There was resistance and a crunching sound noted during the priming/loading process. The surgeon decided not to use the iol due to the observed problem. The lens was not implanted, and no harm was caused to the patient. No further information received.